Event description:
It was reported that the pressure did not rise after the catheter was inserted. Following removal, a crack was found on the shaft. The procedure was completed with another device.

Manufacturer narrative:
The reported event was confirmed, but the cause was unknown. The evaluation report of the returned sample, performed by futurematrix interventional, stated that a longitudinal shaft burst was detected approximately 75-80mm from the balloon. The burst itself was approximately 7mm. No other defects were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings]. Method of use: 1. Do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended rbp. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. 2. Do not use air or any gaseous substances as a balloon inflation media, always use sterile liquid media. 3. If resistance is felt when removing either the catheter or the guidewire from the working sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation." Corrections: concomitant medical products, device evaluated by MFR.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pressure did not rise after the catheter was inserted. Following removal, a crack was found on the shaft. The procedure was completed with another device.